Manufacturer narrative:
Analysis found that the distal coil was electrically open. Sem photos indicated the coil was fractured due to cyclic stress. The location of the fracture was 0.4 cm from the suture tie mark. (B) (4) - no complaint was received with return of the device. Failure ( (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.